Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that for med ID (B)(4), nurses currently must enter milliliters (e.g., 0.001) instead of units, though the facility formulary was set to fractional unit of measure by strength. A technical support specialist (tss) suggested client modify dosage form from solution to unit/vial. Informed client that current medication must be unloaded and reloaded for configuration to apply. Client acknowledged and confirmed issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication label was removed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.